Event description:
Customer alleged blood glucose results of 500 mg/dl, 125 mg/dl, and 362 mg/dl when testing was performed back-to-back on the aviva system. Customer had no symptoms. Customer did not treat or act on the results other than to take his routine doses of humulin 70/30 and metformin and to eat breakfast. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.